Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly fail to prime. There was no reported patient injury.

Event description:
It was reported that during a biopsy, the device allegedly fail to prime. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The bent bumper likely contributed to the incomplete cannula tang engagement as well as the failure to prime and self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.